Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known. B2 date of death : aware date was used as death date as actual date of death was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. The patient was discharged. It was reported that at an unknown time point after discharge, the patient died. No further information was provided.